Manufacturer narrative:
Received one 8f x 18cm long term hemo-cath for evaluation. A functional examine indicated there was a pin hole in the red extension tube that leaked when the device was flushed. A previous investigation concluded the possibility for holes to develop in the silicone extension tubing due to engaging the extension line clamp of over the guidewire/stylet during the insertion procedure. In june 2015, a product safety alert was issued to warn of the potential issue. In addition, a warning was added to the instructions for use and a tag stating, "do not clamp over guidewire or stylet" was attached to the catheter. A review of the device bill of materials indicated that this device lot was packaged with the "do not clamp over guidewire or stylet" tag. An in-service was conducted at the facility by a medcomp sales rep to follow up on the product alert notice that was issued in june 2015. The focal point of the in-service was to stress the possibility of holes developing in the silicone extension tubing when clamping over the guidewire or stylet. Discussion with the group revealed that it is a common practice to clamp over the wire. This was identified as a potential root cause for the failure.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
During last dialysis treatment a pin hole became evident on the extension tubing underneath the red roller clamp.